Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain. One day after onset, the patient was hospitalized for the event and peritoneal dialysis therapy was discontinued by their catheter being removed. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis. The patient was discharged from the hospital after ten days. The recovery status of the patient was not reported. Additional information is not available at this time.